Event description:
The explanted device was returned to the company without prior notification from the center. While wearing the external equipment, the patient reportedly experienced facial nerve stimulation and pain. The patient was seen at the center. A decision was made to explant the device. The patient was re-implanted with another advanced bionics cochlear implant.